Event description:
It was reported, during an implantation procedure, the rv lead is-1 pin was not fully inserted into the connector block. Therefore, the screw was totally screwed in without properly securing the lead connection. The screw then became stucked in the connection block and was impossible to removed for replacement. Consequently, this device was not implanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) no anomalies were found. However, visual analysis noted grommet damage, and the setscrew could not turn or engage. Additionally, visual analysis noted setscrew obstructing bore at receipt.